Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal complaint and described the occurrence of nerve injury in a (B)(6), male, patient, who received super poligrip (formulation unknown) cream as a denture adhesive. A physician or other health care professional has not verified this report. The patient's past medical history included denture wearer. In 1994, the patient started super poligrip (dental) at unknown dosing. At an unknown time after starting super poligrip, the patient experienced nerve injury and injury. The pt experienced "profound and permanent neurological and other injuries attributable to super poligrip use." The patient's injuries and disabilities have left him unable to perform his normal, customary, and daily activities. At the time of reporting, the outcome of the events was unknown. Follow up information was received on (B)(6) 2010 via medical records. On (B)(6) 2006, it was noted the patient had a history of a lot of neck and back pain stemming from accidents and injuries throughout his life. On (B)(6) 2006, the patient complained of diffuse numbness and tingling in his hands and feet. On (B)(6) 2006, the patient was referred to a neurosurgeon by a neurologist. The patient was being worked up for paresthesias. On (B)(6) 2006, the patient complained of left knee pain, associated with stiffness and swelling, and a fall on (B)(6) 2009, the patient was taking oral copper tablets for paraesthesia and complained of back pain. On (B)(6) 2009, the patient was concerned he might have too much zinc and copper in his blood, causing him to have numbness and tingling in hands, kneecaps, and now with some spine symptoms. He thought he might have zinc toxicity from polident fixative. The patient was taking copper supplements and was having visual blurring. The patient was seeing a neurologist for possible multiple sclerosis. The patient read an article about numbness in hands and feet. Follow up information was received on (B)(6) 2010 via medical records. This case has been upgraded and assessed as medically serious by gsk. On (B)(6) 2006, the patient complained of a three month history of rapidly progressive sensory loss and painful tingling paresthesias in a length dependent fashion beginning in his feet and had now progressed up to involve his fingertips and palms of his hands bilaterally. The patient also felt "diffusely weak." On (B)(6) 2006, an electromyography and nerve conduction test showed evidence for a mild left ulnar mononeuropathy at the elbow. A small fiber neuropathy could not be ruled out in the presence of these normal studies. On (B)(6) 2006, a magnetic resonance imaging (MRI) of the cervical spine showed an abnormal hyperintense signal within the posterior columns of the cord from c1 to t1. A demyelinating condition could not be excluded and this would be somewhat atypical for trauma. On (B)(6) 2006, it was noted the patient had a past history of cervical trauma and symptoms of some worsening numbness in his bilateral upper extremities. On (B)(6) 2006, the patient had no significant improvement in his symptoms of a generalized sensory polyneuropathy and left ulnar mononeuropathy below the left elbow. The patient had been screened for b12 deficiencies and other medical issues that could be related to such abnormalities and these have been unremarkable. The patient reported a recent malignancy workup due to his multiple constitutional symptoms and chronic anemia including apparently a recent bone marrow biopsy, which the patient stated was unremarkable. The patient was started on lyrica for his neuropathic pain. On (B)(6) 2006, the patient complained of his neuropathic pain worsening. The patient was previously treated with lyrica. The patient complained of severe low back pain, although an MRI of his lumbar spine showed only minimal degenerative changes. There was a suggestion of some effect on the right s1 nerve root, but the patient's only potential radicular symptom involved his left lower extremity. He also had an ulnar neuropathy of the left elbow which appeared to be compressive in nature. The patient had a reported history of some drug seeking behavior. The patient was diagnosed with polyneuropathy that was rapidly progressive and the cause was unclear. The patient had a history of chronic low back pain. The patient was referred to a pain clinic, encouraged to take a multivitamin and b-complex vitamin for possible nutritional deficiency which could be the cause of his neuropathy, and referred to a neuromuscular specialist.